Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 99 % stenosed lesion was located in a severely calcified and moderately tortuous posterior descending artery (pda). The diameter of the vessel was 3.5mm. The lesion was predilated with a 2.5x 15mm non-bsc balloon. The physician attempted to advance a taxus express2 3.0 x 24mm drug eluting stent, but was unable to cross the lesion. The lesion was again predilated with a 3.5 x 15mm non-bsc balloon and the physician attempted to advance the taxus express2 stent delivery system (sds), but was still unable to cross the lesion. As the device was withdrawn from the pt, the sds caught on the guide catheter and the device was unable to be removed. The physician then pulled the sds and guide catheter out together; however, the stent was not on the balloon when the device was removed. The dislodged stent was removed with a gooseneck snare. The procedure was completed with another MFR's 2.5 x 13mm stent. No further pt complications occurred. Pt status is satisfactory.